Event description:
Joints found to be cracked during infusion green claim required, complaint response and complaint receipt letter required, photos available. No patient harm. Please check what substances are injected during the event, and the liquid medicine infused into the oncology department by the department where the cracking occurs is a hepatoprotective drug. 4. Confirm if a leak has been observed. If so, please provide the exact location of the leak. As shown in fig. 5. Please confirm if the patient is not inflated? No.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Additional information: expiration date and device manufacturer date added. Investigation results: one mz1000 china sample was returned without packaging for investigation; no connecting product was returned. The customer reported that the maxzero was found to be cracked during infusion. The returned sample was subjected to pressure testing which confirmed the customer's experience; leakage occurred at the female luer adaptor (fla) of the maxzero. Upon closer inspection, a crack was identified at the fla. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot 23025413 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. A review of the customer feedback database indicates that reports of this nature against the mz1000 china product are rare and have been occurring at a low frequency within the last 12 months.